Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a high blood glucose level of 600 mg/dl. The customer had gastroparesis and was feeling sick prior to the hospitalization. The customer stated that they were in the hospital for 5 days before she was released. The customer mentioned they had experienced low blood glucose levels around 40 mg/dl but felt fine after eating a biscuit. The customer had no issues with their insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.